Manufacturer narrative:
No evaluation possible at this time. The implant have not been returned. The international customer provided three (3) separate identifying lot numbers. It is unknown which belongs to the fractured polyaxial screw. Lot 674066 manufactured 4/28/2014. Lot 674394 manufactured 5/5/2014. Lot 677476 manufactured 7/8/2014. It was reported that replacement fixation was not implanted as the patient had achieved fusion/healing. This indicates the failure occurred after providing the necessary stabilization to allow the patient to achieve fusion. It appears that the anchor was likely exposed to fatigue stresses beyond those for which it was designed or intended. The provided instruction for use (ins-025) state; indications for use: the zodiac spinal fixation system is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. It is intended to provide stabilization during the development of fusion utilizing a bone graft. Specific indications for the zodiac system are dependent in part on the configuration of the assembled device and the method of attachment to the spine. It is intended that this device, in any system configuration, be removed after development of solid fusion mass. Hook component indications are limited to t7-l5. Sacral-iliac screw indications are limited to the sacrum-iliac crest only. Postoperative management: the system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired result should also follow implant removal surgery.

Event description:
An international customer ((B)(6)) reported that a patient underwent revision surgery to remove a broken polyaxial screw located at the l5. The proximal section was removed while the distal threaded portions remain entrapped within the patient's pedicle. The zodiac degenerative spinal fixation system was implanted on (B)(6) 2016 from the l3 - l5.